Event description:
Meter name: one touch basic. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were too much insulin based on the reading and ended up in in the hospital. Their meter allegedly was inaccurately erratic. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between patient's meter and hosptial meter was unknown. Treatment was unknown. No further information has been rep0rted.